Event description:
A (B)(6) male pt's wife contacted zoll customer support to report constant adjust belt / check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant adjust belt / check belt messages) has been confirmed. Upon eval, the brown (-5v) wire and the black (main batt) wire were open in the trunk cable connector. The cause of the constant adjust belt / check belt messages is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.